Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: the patient presented for an office visit regarding his lumbar spine. In (B)(6), he was rear-ended at a high rate of speed and this seemed to set him back quite a bit and he had recurrence or pain in his back and clown his left leg into his left buttock and numbness in his left leg. His symptoms at this point were intractable. He had pain with standing for any length of time. He is quite symptomatic. He has undergone some conservative treatment and had epidural steroid injections scheduled for later this week. Impression: left l5 radiculopathy secondary to pars fracture and spondylolisthesis. On (B)(6) 2008: the patient presented for an appointment. Patient reported of suffering an injury by fall off of a roof years ago. Patient had failed conservative therapy, bed rest and analgesics. Patient has attempted to continue to work and can no longer do his job because of the severity or his pain. On (B)(6) 2008: the patient got admitted to hospital due to chronic back pain and pre-op diagnosis of lumbar scoliosis with l5-sl spondylolisthesis, radiculopathy, and mechanical instability. For which the patient underwent following operation procedures: posterolateral approach for a complete diskectomy l1-2, l2-3, l3-4, and l4-5. Interbody fusion using a peek implant. Posterolateral fusion with xlp plate l1-2, l2-3, l3-4, l4-5 with harvesting of rib from a separate fascial incision for a structural graft. Use of intraoperative fluoroscopy for greater than four hours. Use of bone morphogenic protein. Paracoccygeal approach for anterior retroperitoneal dissection and partial s1 vertebrectomy, ls-s1 diskectomy, interbody fusion using a reverse and basic metabolic panel. Posterior approach for microforaminotomy on the left ls and s1. Use of microscope for microdissection techniques, posterolateral fusion-l5-s1. Per op notes, a lateral incision was made. Cartilaginous component removed. Was chosen. Bmp space. Then, bolts were placed on either side of the disk space. The graft was then inserted in the decompression site. This was then over a guidewire. The rod was placed and distraction was obtained, excellent stability was achieved. It was noted that the pedicle at l5 was extraordinarily small and felt it could not hold a pedicle screw. With this in mind it was decided not to put pedicle screws. As the trans axial transverse process was morcellated and mixed with bmp and lay over sacral transverse process region. The patient tolerated the procedure well with no complications reported. On (B)(6) 2008: the patient got discharged with discharge diagnosis of: patient having chronic low back pain, lumbar stenosis, status post extreme lateral interbody fusion (xlif), l1-l2, l2-l3, l3-l4, l4-l5, and lateral plate placement with trans one surgery with l5-s1 surgery and posterior lumbar fixation of l5-s1. On (B)(6) 2008: the patient presented for his first post-op visit. The incisions looked good without signs of infection. There was no d ischarge, drainage, warmth, erythema, or hematoma.